Event description:
It was further reported that the lead was capped and replaced.

Event description:
It was reported that the sensing value on the right atrial lead was low and double counting p-waves. Tried switching to unipolar sensing, but issue did not improve. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Printout shows frequent as-ar-vs/vp sequence. Interval between ar and vp/vs are stable in ddd and vary in aair-dddr. Ar always just before vp/vs rules out at/af. Unable to determine cause without further clinical evaluation.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.